Event description:
This event was received via voluntary medwatch form. During the af ablation procedure, when the non-abbott (biosense webster soundstar) intracardiac echocardiography catheter was in the right atrium, and transseptal access was obtained with an agilis sheath, slight st elevation was observed. Anesthesia personnel noted that the patient's blood pressures were dropping, and they called for an emergency code. It is believed that after the transseptal flush, the irrigation line was connected to the sheath with air still in the line, which was flushed into the patient. An impella device was implanted to facilitate blood flow and the physician elected to proceed with the atrial fibrillation procedure. After the procedure was completed and the catheters were removed from the patient, the patient was put on extracorporeal membrane oxygenation (ECMO) and taken to the intensive care unit (ICU). The patient was stable at the time of reporting and was recovering in ICU overnight. The physician believed the cause of the adverse event was an air embolism that resulted in st elevation.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. Correction: h6 medical device problem code and investigation conclusion code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported arrhythmia remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
It was reported that slight st elevation occurred requiring an impella device to facilitate blood flow and the patient was placed on ECMO. The non abbott (biosense webster soundstar) catheter was in the right atrium, and they went transseptal with an agilis sheath, there was slight st elevation observed. Anesthesia noted that pressures were dropping, and they called for a code. It is believed that after the transseptal flush, they hooked up the line to the sheath and that there was still air in the line, and it ended up getting flushed into the patient. The medical intervention provided was an impella device to facilitate blood flow. The physician wanted to proceed with the atrial fibrillation (afib) procedure, and so they continued with the procedure. After the procedure was completed, and the catheters were out of the body, the patient was put on extracorporeal membrane oxygenation (ECMO) and taken to the intensive care unit (ICU). The patient was stable at the time of reporting and was recovering in ICU overnight. The physician's opinion on the cause of the adverse event was that there was an air embolism that caused the st elevation and he does not think it was any fault of bwi. There was no reported malfunction on the soundstar catheter.

Manufacturer narrative:
Corrected information: h6 investigation conclusion code.